Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comments of a broken case and telemetry failure, a loose radiofrequency connector was found on the link electronic module (lem) board and the lower case lem board were replaced to resolve and the lem was also calibrated. Analysis further noted that the programmer powered up to an error and the hard drive was reconfigured and the software reloaded to resolve. (B)(4).

Event description:
It was reported that the programmer's case was broken and that there was telemetry failure. The programmer and the radiofrequency programmer head were returned for service. No patient complications have been reported as a result of this event.